Event description:
It was reported that the pt underwent a pump refill. The hcp had difficulty accessing the refill port. The pt was noted to be "slightly obese" which compromised the hcp's ability to determine if the needle was in the port during the refill. It was not determined that the needle was in the port during the refill. It was not determined that the needle had exited the septum; the clinician injected roughly 50% of the refill of clonidine into the pump pocket. It was presumed by the reporter that the other half was aspirated from the pump later. The pt was admitted to intensive care overnight for unspecified side effects from drug overdose, monitoring and treatment. The pt "appears to be recovering".